Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service code 110) has been confirmed. Upon investigation, the monitor was unable to pass detect and treat testing. The failure was isolated to contamination on the ca board. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.